Event description:
It was reported that after completion of a da vinci-assisted low anterior resection (lar) with bilateral lymphadenectomy procedure, the patient had a compartment syndrome in the left leg and underwent surgery. Intuitive surgical, inc. (Isi) followed up with the surgeon and obtained the following information: the patient presented with compartment syndrome shortly after the procedure. The compartment syndrome occurred on the left lower limb, below the knee. Fasciotomy and escharotomy was performed the next day after the procedure. The surgeon thinks that the cause of the compartment syndrome was due to the long procedure time. The patient did not have any coagulopathies, nor undergo any surgery to the blood vessel of the legs during the primary procedure. The primary procedure was completed as usual. There was no malfunction of an isi system, instrument, or accessory occur during the primary procedure and no instruments will be returned. During the primary procedure, the patient was put in a lithotomy position and there was prolonged compression of the lower limb. There are no photos/videos available to isi for review. No demographic information is available.

Manufacturer narrative:
Based on the current information provided, the surgeon stated that the cause of the patient¿s post-operative complication is due to the extended procedure time. However, the reason for the extended procedure time is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. If additional information is received, a follow-up MDR will be submitted. A review of the system and instrument logs has been performed. There were no observed events in the available system logs that would suggest a product issue, and logged events are in line with normal system functionality. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted lar with bilateral lymphadenectomy procedure, the patient had compartment syndrome in the left lower limb. As a result, the patient underwent a fasciotomy and escharotomy. There is no allegation of system, instrument or accessory malfunction during the procedure and no allegation that the da vinci system contributed to patient harm. The patient was put in a lithotomy position during the procedure and there was prolonged compression of the lower limb. The surgeon stated that the cause of the compartment syndrome was due to the extended procedure time.